Event description:
The report stated that on the 2nd day post-operative on a tah procedure using a ligasure impact, the pt had hematomas (blood blisters) on both sides of the uterine artery leading to infection and toxicity. The pt's blood cell count changed dramatically and is currently being tested for possible pre-existing conditions and blood disorders. In the original tah the pt lost about 100 cc of blood, which the doctor stated was very low for this type of case. The impact was used to seal and divide round ligaments. One uterine artery was sealed and divided with ligasure on the left side and the other side was tied. The hematoma occurred on both sides, but was more significant on the left side. Due to the hematomas occurring on both sides, the doctor has not definitely related the outcome to the ligasure. The device was also used on the broad ligament. The pt had a second surgery to improve symptoms and is doing well.

Manufacturer narrative:
Since the complication occurred post-operatively, the incident device had been discarded by the site. See attached memo for additional info regarding vessel sealing.